Manufacturer narrative:
(B)(4). Age at time of event: over 18 years. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the right superficial femoral artery (sfa). The device ran in thrombectomy mode aspirating about 100 cubic centimeters. Then a message to check saline displayed. Water was noticed in the pump bag tray during the procedure time. They had to replace the catheter and the procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an angiojet solent omni thrombectomy system. The pump, shaft, and tip were microscopically examined and it was observed that at approximately 37cm from the tip of the catheter that there was a break in the hypotube. A functional test could not be done due to the damage of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that an error message displayed during aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the right superficial femoral artery (sfa). The device ran in thrombectomy mode aspirating about 100 cubic centimeters. Then a message to check saline displayed. Water was noticed in the pump bag tray during the procedure time. They had to replace the catheter and the procedure was completed with another of the same device. There were no patient complications.